Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was noted that the patient falls every day. She checked her device and it was fully charged. She tried to increase stimulation but she couldn¿t feel anything. It was also noted that she was having pain at the implantable neurostimulator (ins) pocket site. This started the same time she stopped feeling any stimulation sensation. The ins was stated to not be working. The patient was in need of finding a new physician. Follow-up was performed to determine if the patient had required any further assistance and if she had any further concerns. This event will be updated if additional information is received.